Manufacturer narrative:
A correction was made, product ID#3550-63 is not part of the system report. The other applicable components have been added and can be referenced below. Product ID 3778-45 lot# (B)(4) implanted: (B)(6)2009 explanted: product type lead product ID 3778-45 lot# (B)(4) implanted: (B)(6)2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was told to keep system turned off. A referral was sent but a date is not yet available. Additional information was received. It was reported that existing leads are still in place, but not functional. Goal was to explant in re-implant, but unable to remove leads. Patient will be referred to neurosurgeon for explant an implant of a paddle.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-63, lot# w3789828, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the healthcare provider (hcp) wanted to do revision to make the patient's system MRI full body eligible. While using the pli kit, hcp pushed the lead up and could not retract the introducer, thus the hcp went to dissect to try and get it out. Hcp ended up cutting the lead. Patient will be referred to a neurosurgeon to place surgical lead and lead removal. Manufacturer's representative stated even though the hcp did not address the other lead, impedance was high on all 16 electrodes. No further complications were reported/anticipated.